Event description:
It was reported the rf (radio frequency) head might be broken. Followup information received indicates there was no issue. The representative was not sure if it was even with the rf head. The rf head was returned. It was then analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink functional testing due to the cable being out of electrical specification. (B)(4).